Event description:
It was reported that there was an error indicating insulin was not pumping and the battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up and further troubleshooting, with no additional action required.